Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during intestinal anastomosis, the anvil could not be tilted after firing. It was reported anastomosis was done manually to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection that the instrument noted that the safety feature was broken. Microscopic inspection of the instrument blade noted nicks in the knife blade. Further inspection of the anvil noted that the cutting ring showed deep traces of knife impression and the ring was received completely severed. Additionally, cross cutting staple line marks were also observed on the mylar cutting ring. Staple were noted to be imbedded in the mylar cutting ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. Additionally, the investigation detected a secondary condition of a broken safety feature and obstruction that has no relationship to the reported condition. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectal procedure, during intestinal anastomosis, the anvil could not be tilted after firing and it was noted that the device partially fired. It was reported anastomosis was done manually by suture to complete the case.